Manufacturer narrative:
H4. Device manufacture date - 09/21/2011.

Manufacturer narrative:
Date of event: unknown/not provided. Initial reporter phone number: unknown/not provided. Manufacturing date not available at the time of this report. (B)(4). Field service engineer (fse) visited account and checked the laser. Fse replaced objective and analog I/o printed circuit board for troubleshooting. No failure was detected. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer complained of bubble layer in the corneal flap intermittently. The bubble layer is detected during lifting or after lifted the flap and located in the opposite side of the superior hinge or sometimes in the center. With the respect of the cornea layers, customer says, it is occurred between epithelium & bowman's membrane with noticeable size and it affects to the vision with longer recovery time if located in the center. It was reported that patient required flap lifted / rinsed / scrapped. This report is for patient 2 of 3.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.